Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that pt said their controller does not continually work. Pt said that their controller freezes to the point where they need to take the battery out to get it to work and they also have a hard time getting their ins to charge. Pt said it would sometimes display it could not find the device when trying to charge. Pt said even when just adjusting their stimulation levels, the controller would freeze on them and nothing would be plugged into the controller. An email was sent to the repair department to replace the controller. Pt mentioned that their ins was currently at 30%. Additional information was received from the patient. The patient reported that it took a half hour to forty minutes to get rtm antenna to connect with ins today while trying to recharge their implant. Pt stated that the issue first began about a couple of weeks ago when the controller kept saying "can not locate, can not charge". Pt also said the relay box on the rtm cord makes a ticking sound while trying to connect but stops once it finally finds the ins and begins charging. Pt commented that they really needed it to charge because their implant is really low. Pt stated that they received their replacement controller this morning and was able to pair it with ins and is working fine. Pt inspected rtm cord but did not detect any visible damage. Pt noted that the recharging antenna has been getting warmer than it used to and the longer they keep trying to recharge their implant more it warms up. Patient services (pss) recognized that the rtm was working intermittently during the call. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed there was a no device found message and the recharger failed the t6030 (rms voltage at the h field probe) test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.